Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded successfully and confirmed via a fluoroscopy inspection, along with visual and tactile methods. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was deployed shallow and was recaptured. The valve was deployed again shallow and recaptured for a second time. During both deployment attempts, the valve was well expanded with no issues with its form or shape. The valve was deployed for a third time and an infold was noted. The infold involved nodes 1-4. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used successfully. Of note, the patient had minimal annular/left ventricular outflow tract (lvot) calcium. Per the physician, anatomy did not contribute to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011378671); product type: 0195-heart valves; implant date n/a; explant date n/a image review: one media file was provided for review. No images of the valve inspection were provided for review. According to the event description, no infold was noted during valve inspection, and two recaptures were performed. Upon review of the media file provided, an infold can be seen at 80%, which is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Proper action was taken by the user. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (such as calcification level, lvot anomalies, compliance of the annulus, and bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/ recapturing process, the struts may cross over and catch on each other while being compressed, which can potentially cause infolding. In this case, it was reported that the valve was recaptured twice before the infold was noted on the third deployment attempt. Per the physician, anatomy did not contribute to the infold. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.